Event description:
It was reported that during a procedure at the user facility a screw fell out of the navigation cutting block and into the patient. The screw was immediately retrieved by the surgeon. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information added for d9, h3. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility a screw fell out of the navigation cutting block and into the patient. The screw was immediately retrieved by the surgeon. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.